Manufacturer narrative:
(B)(4). Date sent: 12/13/2021. Please see attached medical records.

Manufacturer narrative:
(B)(4). Event date: unknown, captured as awareness date. Batch # unk. (B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported "received notice of claim which states that (B)(6) year old patient with 4 year history of ulcerative pancolitis which was managed with humira had been followed for a lesion on the right side of her bowel. The lesion demonstrated low grade dysplasia and it was felt that total proctocolectomy with ileal pouch anal anastomosis, diverting loop ileostomy and pouchoscopy was indicated. Operative note indicates an ¿eea 29¿ stapler was used to create the patient¿s ileal j-pouch. After firing the stapler, the surgeon inspected two tissue donuts that appeared to be intact circumferentially. The surgeon noted ¿air leak test was noted to be negative and the pouch anal anastomosis was noted to be widely patent, airtight, hemostatic, and well vascularized.¿ postoperatively, a CT confirmed the presence of a rectovaginal fistula and approximately three months following surgery, the patient underwent an exam under anesthesia with pouchoscopy where they identified ¿a defect in the posterior aspect of the mid introitus into the vagina with several staples contained within. No gross abnormalities were identified within the pouch.¿ eight months later, the patient underwent a revision surgery to repair the pouch vaginal fistula and four months later, the ileostomy from the patient¿s initial surgery was successfully reversed."